Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a coil embolization procedure, the hospital technician inadvertently dropped the ruby coil from the back table upon removing it out of the packaging hoop. The ruby coil was dropped prior to use, and therefore was not used in procedure. The procedure was successfully completed with a new ruby coil.